Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urina ry/bowel dysfunction. It was reported that at the procedure, the manufacturing representative (rep) kept asking them if they could feel the stimulation and they kept saying no so the rep kept going up with the stimulation and the patient told the rep they were "entirely numb" down there so they wouldn't be able to feel anything to begin with but patient finally got frustrated and told the rep they felt the stimulation when in reality they hadn't felt the stimulation and they were sent home. Patient stated they were able to figure out how to connect with their external devices on their own (they realized they couldn't connect over their clothes like the picture showed in the labeling which made it confusing for them because they didn't see anywhere where it said to place communicator down over the ins site against the skin so they had to figure it out for themselves) and though the ins was hard to find, they were able to connect to their ins settings on (B)(6) 2025. Patient stated upon connecting, the therapy wasn't on so they went up to "1 or 2" and left it at that level for a few days but so far since implant the therapy hadn't helped and they didn't know what they should be doing so on (B)(6) 2025, they increased up to "6" where they could feel the stimulation sometimes but the therapy wasn't helping. Patient mentioned that 20 minutes prior to calling, they felt a burning-stinging sensation at the ins site but it went away again so they weren't too concerned about it and stated they already had enough issues to worry about. The agent reviewed communication one talking points with the patient as well as discussed device description/function, therapy expectations as well as programming, stimulation and ins battery longevity considerations with the patient and redirected the patient to follow up with their managing healthcare provider (hcp) to discuss their symptom concerns and the burning/stinging sensation they experienced. Patient was going to bring the stimulation back down to "1 or 2" something monitor their symptoms and reach out to their managing hcp's office to inquire about programming considerations and therapy settings. Patient stated they had their post-op follow up appointment on (B)(6) 2025. The agent wanted to note that the patient was slightly escalated on the call and did their best to assist the patient and document the reported information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.